Event description:
It was reported that the customer had high blood glucose levels. Customer stated that the insulin was not doing anything and he has not gotten any no delivery alarms. Customer stated that the pump is acting like it is not delivering. Customer's blood glucose level was 228 mg/dl. Customer did not contact his health care professional and has treated with a bolus via pump. Customer stated there were air bubbles in the tubing that were about 1/2 inch long. Through troubleshooting, the air bubbles were cleared. Customer ran a manual prime and the insulin exited the tubing. The alarm history was checked and several low reservoir and no delivery alarms were found. Customer does not have a tubing clamp. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer stated that the cannula was not occluded or bent. Customer was advised to change the infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)